Event description:
It was reported that there was oversensing noted on atrial high rate episodes and that the patient had periods of dizziness. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.